Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on (B)(6) 2025. The patient reported that her pump and remote were not paired since at least the day before. Phone support could not ascertain if the pump was still delivering due to difficulty understanding the patient. Troubleshooting was unsuccessful. The patient reported that the backup pump was not working at all, with no reason given. The patient reported having a headache and was vomiting. Replacement devices were sent. The clinician reported that the patient attached a cassette with remodulin on it to her pump, causing the pump to stop working. The clinician reported that the patient's other pump and remote stopped working 2 weeks prior. The clinician reported that the patient was going to the hospital to receive treatment. No components or further information related to the reported event have been made available to millyard advanced medical products, llc for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.

Manufacturer narrative:
Corrections to b3, e1, e2, e3, e4, g2, g7, and h8.

Event description:
An initial MDR regarding this case was filed on 16-jul-2025 (report number: 3016798778-2025-00082). Additional information was received by millyard advanced medical products, llc, by way of a technical investigation of recently received materials completed on 01-aug-2025. The patient reported that her pump and remote would not pair. Phone support could not ascertain if the pump was still delivering due to difficulty understanding the patient. Troubleshooting was unsuccessful. The patient reported having a headache and was vomiting. A nurse later clarified that the patient had attached a cassette with remodulin on it to the pump, causing the pump to stop working. She stated that the patient's backup pump and remote stopped working two weeks prior, but did not provide further detail. The nurse also indicated that the patient was going to the hospital to receive treatment. 4 pumps, 7 remote's, 17 batteries, and 7 battery chargers were returned to millyard advanced medical products, llc for investigation. Logs retrieved from remote (B)(6), paired with remunity pump (B)(6), revealed remote battery low and pump battery low alarms between on (B)(6) 2025. The remote battery low alarms were generated, per design, to alert the operator that the battery needed to be charged after the expected duration of use or due to the operator powering on the remote when the battery was fully depleted. The pump battery low alarms were all generated when an undercharged battery was installed in the pump. The remote charged as expected during investigation and completed a test delivery without any battery-related issues. The logs from remote (B)(6) also confirmed pump error alarms; however, remunity pump (B)(6) was not returned for investigation. Logs retrieved from remote (B)(6) revealed a pairing failed alarm on (B)(6) 2025 while attempting to pair to pump (B)(6). Remote battery low alarms were generated on the same date over 26 hours after the remote had been unplugged from the charger. These alarms occurred, per design, to alert the operator that the battery needed to be charged after the expected duration of use. During investigation, this remote charged as expected and was successfully paired to a different returned pump that completed a test delivery without any pairing-related issues. All 17 returned batteries were able to charge fully using the returned battery cables and chargers. The remaining returned product did not align with the complaint information, but was tested and functioned within specification during investigation.